Manufacturer narrative:
Analysis found that there were no anomalies with the pump during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a healthcare provider (hcp) regarding a consumer receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported there was a change in therapy effect and the patient has had increase in pain and possible withdrawal symptoms. They were trying to get help to check the pump post-MRI and mentioned the patient was having a return of pain as well as possible withdrawal symptoms following a fall 2 days go. It was also mentioned the patient was having symptoms of urinary incontinence following a fall as well. It was indicated they did an MRI and were doing workup to try to determine the source of the patient's symptoms, so she was not sure whether there was an issue with the pump or catheter. The symptoms were considered sudden. Additional information received on (B)(6) 2017 from the consumer reported they went to the hospital because he was experiencing withdrawal. Additional information received on (B)(6) 2017 from the consumer reported they were in the hospital about two weeks ago with severe withdrawal, aching legs, sweats, headaches, and diarrhea. The patient stated the symptoms come and go. The patient stated he felt warm and cold and was breaking out in cold sweats. The patient stated he fell the day he went to the hospital as he could hardly walk. The patient was writhing in pain. The patient stated the emergency room did not treat him. He went to a pain clinic, took an x-ray, and was admitted to the hospital. The patient was given an external drug pump, and he was not able to get relief. The patient stated he only stayed 24 hours in the hospital and was given two percocet. An MRI was done, but he did not believe any issues were seen. No further patient complications were reported.